Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has never received effective in the established pain pattern. The patient experiences stimulation in unintended areas. Multiple programming sessions did not resolve the issue. The next course of action is unknown at this time.